Event description:
It was reported that a pt experienced undisclosed injuries following a surgery in 2006, during which time sutures were used. No additional information is available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.